Event description:
Device inserted at 2130 1/3 for cervical ripening induction of labor on term pregnancy. Approx 3 hours later, pt got up to bathroom and device string came out but prostaglandin impregnated strip did not. Pt continued through very rapid, uncontrolled labor and delivery due to inability to remove device. Product was kept in freezer as required.